Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. Charger board failed bench output testing. The h charger circuit measured 0.00vdc at the appropriate output resulting in charger board failure. Visually, there were many leaky capacitors and d3h led (normally on) was observed as off. In addition to this battery charger board, one side of the rectifier measures 0.00 - shorted. Also, low voltage power supply tested defective. During testing, no +5.00vdc output was present. +12vdc and -12vdc were present as expected. The charger board, rectifier, and power supply were replaced which resolved the issue. System checkout performed and system passed all tests. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were not able to perform a 2d image with the handswitch. Told them to use the footswitch, but that did not work either. After a reboot there was a continuous beeping from the system and no image possible. Generator not ready. A medtronic rep went to troubleshoot and found the imaging system beeping. Looked at the sidecar tech console and found error 1. Pressed reset error button. The system gave a power failure error 1. But this time the beeping stopped and changed to a intermittent short beep. The system started up completely. The generator status in system application showed status: ready, but it still showed the error 1 message. There was no patient present when this issue was identified.